Event description:
Information was received that this smiths medical cadd ms3 pump lost programming. It was reported that patient experienced congestion and dizziness due to bp drop and md notified. It was reported that the patient switched to backup pump. No additional adverse effects were reported.